Event description:
The customer reported that while the unit was in use on a pt, the unit generated a "no patient status available" message and went into "system failure". The pt was switched to another unit and therapy was continued. No pt injury was reported.